Event description:
It was reported that the left ventricular lead dislodged. It was suspected that lead dislodgement was due to a recent fall. The lead was explanted and replaced. Following the procedure, the patient was in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.